Event description:
It was reported that during a nissen fundoplication the harmonic device had been connected to the gen11 unit and was in use for some minutes. The device was sealing and cutting with no issue. An error message suddenly appeared indicating that the device should be replaced. The handpiece was removed form the gen11 unit before re-tightening and reactivating the device. Unfortunately the gen11 unit would no longer recognize the harmonic scalpel and the error message persisted. A new harmonic was opened and connected and used successfully to complete the case.

Manufacturer narrative:
(B)(4). Batch #: v95x5h. Additional information was requested and the following was obtained: there was no adverse effect on the patient, however use of the device could not be continued because it was not working to the satisfaction of the surgeon- so with that another harmonic was opened and used to complete the procedure. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. No communication issues were observed at any time during the testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.